Event description:
While advancing an endovascular stent with delivery system to the right iliac artery, it was reported that the stent became dislodged from the balloon catheter. In response, another balloon catheter was advanced and utilized to deploy the stent at a site other than the original lesion site. Another stent was subsequently successfully placed at the target lesion site. There were no additional complications reported relative to this event.